Event description:
It was reported that the implantable pulse generator (ipg) had migrated which resulted in difficulty charging and connecting to the charger. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.